Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge, and technical support advised removing the pump from its case and cleaning the pneumatic tap area. After following these instructions, the caller successfully loaded the cartridge and resumed insulin delivery.